Event description:
The article, "spontaneous intrastent dissection" reported that the patient had a 3.0 x 18 mm vision stent implanted on (B)(6) 2008 in the proximal circumflex artery. On (B)(6) 2011, the patient presented to the local emergency department with chest pain associated with nausea. The pain was relieved with sublingual nitrate and did not recur. ECG was normal, but high-sensitivity troponin was elevated. Angiography was performed which revealed a filling defect within the stent at the bifurcation between the proximal circumflex and the small obtuse marginal branch, with 50 - 60% stenosis with thrombolysis in myocardial infarction grade 3 distal flow. Due to the anemia, percutaneous coronary intervention (pci) was not performed. The patient underwent hemicolectomy to treat cecal adenocarcinoma. On (B)(6) 2011, the patient returned for repeat angiography. Optical coherence tomography (oct) was performed and revealed extensive intra-stent dissection, and organized thrombus was visible immediately distal to the distal end of the dissection. The patient was diagnosed with acute coronary syndrome secondary to intra-stent dissection. There was no flow-limiting stenosis, and the oct was consistence with a healing dissection. Pci was not performed and the patient was managed with dual antiplatelet therapy, statin therapy and angiotensins-converting enzyme inhibitor. The patient is stable with no additional hospital admissions.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing the initial medwatch report, information was received stating that the vision stent was implanted on (B)(6) 2008.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of dissection, angina, myocardial infarction, nausea, thrombosis and restenosis are also known adverse events as listed in the vision instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.